Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information

Event description:
According to the reporter: during a thyroidectomy procedure, the clips released from the vessel. Bleeding of 800 ml was noticed. Ligature with wire was made and another clip from a different device was used to complete the procedure.